Event description:
Patient was revised to address ongoing infection. The head and liner had been previously exchanged because of the infection, so they are not being reported on this complaint. This time, however, the stem and cup, which had not previously been exchanged, were removed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the lot codes required were not provided. Due to this request being done previously for (B)(4), no additional information will be requested. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.